Manufacturer narrative:
Event date: used (B)(6) 2020 as there were no information provided. Device evaluated by MFR.: gladiator elite 12.0 x40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximally of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres as per gladiator elite specification. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24sep2020. It was reported that balloon leak were encountered. A 12.0 x40, 75cm gladiator (gladiator elite) was selected for use. However, it was noticed that the balloon leaked. There were no patient complications nor injuries reported. However, returned device analysis revealed a balloon pinhole.